Event description:
Consumer reports needle from syringe broke off in son's leg after giving injection with growth hormone. Called health care physician and was told to make appointment with pediatric surgeon so that needle can be removed immediately.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.